Event description:
The treating doctor reported that the patient required the extraction of tooth 1.3, after the tooth became ankylosed. Fixed orthodontics were used to try to move the tooth, but the patient began experiencing pain and swelling. The patient is continuing with the invisalign treatment.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". Align's clinical review of the available records show that tooth 1.3 was in an ectopic position. No conclusive evidence has been provided that supports or opposes whether the aligners caused or contributed to the required tooth extraction. And therefore, this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.